Event description:
On (B)(6)2024, a physician treated the left superficial femoral artery (sfa) to the proximal popliteal segment of a patient with a 7.0 x 150 mm biomimics 3d (bm3d) stent. The vessel condition was reported as having calcification throughout the whole sfa and popliteal segments. There was moderate tortuosity reported in the proximal iliac artery. There was in-stent restenosis (isr) in the p1 and p2 segments. There was a tight aortic bifurcation angle reported. A contralateral approach was used and the vessel was prepared using a plain old balloon angioplasty (poba) using a 5.0 x 300 ultraverse (bd) balloon and a 6.0 x 150 lutonix drug-eluting balloon (deb) and a selution 5.0 x 60 deb. A 6f biotronic fortress 65cm access sheath with a 0.035" j-wire and a 0.018" advantage guidewire were used. The bm3d device was flushed in accordance with the instructions for use (IFU). The tuohy borst (tb) valve was opened before deployment. The physician removed excess slack from the device and deployment of the stent was initiated while the physician held the proximal pin luer in a fixed position. There was no difficulty advancing the bm3d device to the target site. Upon initiation of stent deployment, the physician reported experiencing notable resistance prior to the release of any of the stent and continued the deployment. There was a lot of resistance while moving the tb adaptor to the point where the separation of the outer sheath from the y connector occurred (separation of the outer braid to the bifurcation hub). It was reported that a very small portion of the stent was revealed during the deployment attempt (ca. 0.5 mm - the crown segments of the stent). The bifurcated hub did not reach the proximal pin luer while the stent remained in the device. The physician decided to remove the bm3d delivery system when the stent was unable to be deployed. They removed the bm3d back into the access/guide sheath and both were removed completely from the patient. There was no difficulty in removing the devices however the physician reported that he had to use some force to pull the device into the access sheath and removed both together. The physician continued the procedure using another bm3d 6.0 x 150 mm device, no additional vessel preparation was performed. There were no issues reported when deploying the remaining stents. There were three devices used during the procedure: one bm3d 7.0 x 150 mm stent (the complaint device), one 6.0 x 150 mm bm3d stent and a 6 x 200 mm life stent device. The patient outcome was not reported. The additional details following the completion of the complaint investigation were reviewed on 20-nov-24.

Manufacturer narrative:
A detailed review of all the lot history records pertaining to the manufacture of the relevant stent and delivery system lot showed no issues that were deemed related to the complaint investigation. The investigation also involved an evaluation of the returned device, a review of angiographic images, and analysis of additional information provided by the physician in relation to the procedure and event that occurred (refer to section b.5.). The complaints investigation team evaluated the returned device. It was identified that the bifurcation hub to outer braid bond on the delivery system had separated. There were fractured stent crowns protruding from the distal outer braid and the radiopaque distal marker was damaged but this was considered to have been caused by the protruding stent crowns. A slight kink was present in the outer braid 160 mm from the distal edge. The outer braid was measured and was elongated. The remaining bonds on the device were checked and intact. The outer braid to bifurcation hub bond was examined and considered manufactured as intended. The portion of the stent remaining in the device was deployed on a benchtop, the deployment began with no resistance but a kink occurred in the guidewire lumen, and there was a significant amount of congealed blood within the stent crowns and along the guidewire lumen. The congealed blood was considered a likely cause of the kink in the guidewire lumen. The congealed blood was rinsed and the deployment of the stent was continued and it deployed and expanded as expected. The examination of the stent noted no additional damage or defects to any portion of the stent other than the separated crowns at the distal edge of the stent. The 7.0 x 150 mm stent has a total of forty-eight (48) crowns, the deployed stent had forty-six (46) crowns, one fractured crown and one crown was missing. The physician clarified that this crown likely remained in the access sheath through which the bm3d device was removed during the procedure. The angiographic images reviewed also showed no evidence of any portion of the stent remaining in the vessel. The angiographic imaging review showed the vessel pre-deployment of the complaint stent and post-deployment of the additional devices used to finalise the procedure. The image review confirmed the conditions of the vessel as reported by the physician. The occlusion was present in the proximal sfa and into the distal sfa. The lifestent was placed in the proximal sfa in overlap with the 6.0 x 150 mm bm3d placed in the mid to distal sfa. The complaint investigation was categorised as a "partial deployment". The observations in the returned device, of the elongated outer braid and the separation of the bifurcation hub to outer braid bond are evidence of a high deployment force that was present during the deployment. The challenging anatomical conditions of the vessel (calcification, occlusion and tortuosity) were considered a root cause of this high deployment force. These factors would have contributed to increased friction between the delivery system components, and between the delivery system and the guide/introducer sheath during the stent deployment. Veryan is aware that difficult anatomical conditions can contribute to increased resistance during deployment, as was the case in this complaint. Therefore, "anatomy" was assigned as a cause category. In this case, the physician continued deployment of the stent despite experiencing resistance prior to the release of any stent. This is not in line with the IFU which recommends that in such cases the device should be removed without deploying the stent and "user" was assigned as another cause category. The complaint was not related to a deficiency of the device. Section b.5. Was updated, section d.9. Reflects the date the device was returned, sections g.6. And h.2. Were updated to reflect the type of report (follow-up 01) and the reason and section h.6. Coding has been updated. Section h.11. Reflects the investigation conclusions and the sections of the report that have changed.

Event description:
On (B)(6) 2024, a physician was treating the left superficial femoral artery (sfa) to the proximal popliteal segment of a patient with a 7.0 x 150 mm biomimics 3d (bm3d) stent. The vessel condition was reported as having calcification throughout the whole sfa and popliteal vessels. There was moderate tortuosity reported in the proximal iliac artery. There was in-stent restenosis (isr) in the p1 and p2 segments. There was a tight aortic bifurcation angle reported. A contralateral approach was used and the vessel was prepared using a plain old balloon angioplasty (poba) using a 5.0 x 300 ultraverse (bd) balloon and a 6.0 x 150 lutonix drug-eluting balloon (deb) and a selution 5.0 x 60 deb. A 6f biotronic fortress 65 cm access sheath with a 0.035" j-wire and a 0.018" advantage guidewire were used. The bm3d device was flushed in accordance with the instructions for use (IFU). The tuohy borst (tb) valve was opened before deployment and the proximal pin luer was held in a fixed position during deployment. Excess slack was removed from the device during deployment. There was no difficulty advancing the bm3d device to the target site. Upon initiation of stent deployment, the physician reported experiencing notable resistance and there was a lot of resistance while moving the tb adaptor to the point where separation of the outer sheath from the y connector occurred. It was reported that a portion of the stent was revealed during the deployment attempt (ca. 0.5 mm - the crown segments of the stent). The bifurcated hub did not reach the proximal pin luer while the stent remained in the device. The physician decided to remove the bm3d delivery system when the stent was unable to be deployed. They removed the bm3d back into the guide sheath and both were removed completely from the patient. There was no difficulty in removing the devices. The physician continued the procedure using another bm3d 6.0 x 150 mm device, no additional vessel preparation was performed. There were no issues reported when deploying the remaining stents. There were three devices used during the procedure; one bm3d 7.0 x 150 mm stent, one 6.0 x 150 mm bm3d stent and a 6 x 200 mm life stent device. The patient outcome was not reported. Veryan's date of awareness of this event was 15-oct-24.

Manufacturer narrative:
The device is being returned for evaluation and angiographic images from the procedure are available. The investigation is in progress. Any additional information received will be provided in a follow-up report.